Manufacturer narrative:
On (B)(6) 2025, the user reported that the cgm showed results that were different from glucometer measurements.based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. The RMA was authorized for the return of sensor for further investigation.upon receipt, a visual inspection showed a small portion of hydrogel was observed to be missing from the long end of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. Functional testing did not reveal any anomalies. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report 17 april 2025. G3. Date received by the manufacturer? 17 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.